Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unspecified problem alleged to have caused a minor injury. There was 1 event with patient involvement; the patient experienced pain.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced unspecified problem alleged to have caused a minor injury. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue patient device interaction. The count of events has been corrected to reflect this.